Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "ventilator inoperable, motor fault, circuit disconnected, low pip, and low ve" alarms. The customer reported that there was no patient involvement.